Manufacturer narrative:
Evaluation summary: complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). [Retinal and choroidal vascular occlusion following aqueous misdirection syndrome..pdf].

Event description:
A physician reported in a literature article, that a patient with chronic angle closure glaucoma developed sequential aqueous misdirection syndrome following a glaucoma filtration device (gfd) implant procedure. Prior to the gfd implantation she had a peripheral laser iridotomy. One day postoperative the gfd procedure, the intraocular pressure in that eye was 42 mmhg with a flattening of the anterior chamber, with iridocorneal touch but without lenticular corneal touch. The patient was diagnosed with aqueous misdirection syndrome, and maximum medical iop management including an oral carbonic anhydrase inhibitor (cai) was started. She developed retinal arterial and localized choroidal vascular occlusions subsequent to the acute elevation in iop (up to 46 mmhg) and possibly the use of the oral cai. The patient was subsequently found to have sickle cell trait. The patient underwent an urgent pars-plana vitrectomy with disruption of the anterior hyaloid without damage to the crystalline lens. The anterior chamber deepened intraoperatively and remained deepened postoperatively. The vision remained stable at 20/400 (same as prior to surgery) and the iop stabilized to the mid-teens. There are two medical device reports associated with this patient. This report is associated with the left eye.